Event description:
Catheter had been in place for several days when line stopped working. The nurse pulled the catheter out and realized that it had broken and was still in the pt. Pt required vascular surgery to remove the remaining catheter.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 15 august, 2008.